Manufacturer narrative:
Investigation: no customer samples were received for evaluation. A review of the device history record was completed for the incident lot number and based on this review, there were no related quality notifications and all inspections were in compliance with requirements. A CAPA was initiated for complaints relating to stopper pop off. The CAPA investigation is still on-going and further improvements will be made as the potential causes of this issue are identified. A CAPA was initiated for this issue in order to establish a root cause and implement necessary corrective actions.

Manufacturer narrative:
Initial reporter phone#: (B)(6). \ investigation: a sample is not available for evaluation. A review of the device history record was completed for batch 7048585, reorder number 367983. Product was manufactured at the bd sumter site february, 2017. Product quality is evaluated during the manufacturing process with prescribed variable and attributes inspections. All inspections were in compliance with requirements. Without a sample, an absolute root cause for this incident cannot be determined. UDI#: (B)(4).

Event description:
It was reported that the 13x75 mm 3.5 ml bd vacutainer® plus plastic sst tube. Gold bd hemogard¿ closure are losing vacuum and the stoppers are releasing during collection and/or after centrifuge. There was no report of injury or medical interventions.